Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected spo2 monitoring no pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's pneumatic hoses and cable. Unit was calibrated and safety tested to factory specifications.